Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). The closure device was deployed with twenty percent compression. During deployment, the device had a proximal mitral shoulder but release criteria was met. When the device was released it canted and then embolized to the left outflow tract. The patient was transferred to the operating room for surgical retrieval of the device. The patient fully recovered and was discharged.

Manufacturer narrative:
B5: event description- updated. B7: relevant tests- updated.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). The closure device was deployed with twenty percent compression. During deployment, the device had a proximal mitral shoulder but release criteria had been met. When the device was released it canted and then embolized to the left outflow tract. The patient was transferred to the operating room for surgical retrieval of the device. The patient fully recovered and was discharged. It was further reported that the patient underwent surgical intervention to remove the closure device and surgically ligate the laa.

Manufacturer narrative:
Media analysis: procedural media was received and analyzed by a boston scientific medical director. Two (2) still images and one (1) short video clip were provided. The limited procedural media showed that while attached to the core wire of the watchman delivery system the closure device was tucked under the limbus ridge and in a proximal position on the opposite side. The closure device was in a very proximal position on the side opposite to the limbus and the tug test performed during assessment of release criteria did not test the anchors but pulled the device against the ridge. This resulted in the closure device being positioned under the limbus ridge. Additionally, the transeptal puncture position was determined to be suboptimal. The provided procedural media showed a suboptimal proximal position of the closure device which likely contributed to the embolization of the device. Evaluation conclusion code corrected from known inherent risk d12 to failure to follow instructions d1101.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). The closure device was deployed with twenty percent compression. During deployment, the device had a proximal mitral shoulder but release criteria had been met. When the device was released it canted and then embolized to the left outflow tract. The patient was transferred to the operating room for surgical retrieval of the device. The patient fully recovered and was discharged. It was further reported that the patient underwent surgical intervention to remove the closure device and surgically ligate the laa.